Event description:
A malfunction alarm was reported with the code malf 16, and fault ID 16-0x20e6. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump, as it was under warranty. The customer agreed to use multiple daily injections as a backup therapy. Instructions were provided on putting the pump into storage mode and returning it via a prepaid label within 10 days.